Event description:
It was reported that the patient experienced a burning sensation and tenderness around their implantable neurostimulator (ins) which had been happening for a little over a month. The patient stated that they noticed the area around the implant was tender and that ¿even when I first had it done the incision was a little sore but not this, its like a burning and pulling every time I move¿. It was clarified that the burning and tenderness was ¿just on one side of the device not the full circumference¿ and ¿every time I move I feel its burning and tearing¿. The patient spoke with their healthcare professional (hcp) about 3 weeks ago and they stated that this was ¿natural¿ but it seemed like an ¿odd sensation¿ to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 3778-, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. (B)(4).